Manufacturer narrative:
Event date: event date is estimated. The unique device identifier (UDI) is not provided because no batch number is provided. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had their ipg replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.